Manufacturer narrative:
Product event summary: the device was returned and analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the battery impedance value was beyond the expected upper range. It was noted elective replacement indicator (eri) was due to high battery impedance, which was recorded on (B)(6) 2015, prior to explant. The analyst commented ramware version 3 was installed on (B)(6) 2011.

Event description:
It was reported that the implantable pulse generator (ipg) reached unexpected elective replacement indicator (eri). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.